Event description:
It was reported that approx. 28 months after the implantation, during a follow-up oversensing on the right ventricular channel was noted. It was mentioned that the homemonitoring messages from the implanted device were not received in the last few months. The device and the lead were exchanged. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is1 connector pin. Both lead fragments were returned and were subjected to an extensive analysis. The distal lead fragment had a length of 47 cm and still had an implantation tool inserted. On its proximal end, 1.5 cm of the insulation was missing. Multiple signs of abrasion were found along the lead body, in particular in the distal area the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation of noise on the rv channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages occurred during the explantation procedure. The analyses of the lead and the ICD did not reveal any sign of a material or manufacturing problem.